Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 2 on both (ou) eyes at 1 day post-operative exam. The brief description of the event was that the right eye (od) had a stage 2 of dlk and the left eye (os) had a trace of dlk. Topical steroid dosage was increased and oral steroid (medrol dose pack) was prescribed to treat the dlk. The surgery center indicated the patient¿s symptoms are resolved. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -3.25 x -.25 x 42, left eye pre-op 20/20 -2.75 x -.75 x 162.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.